Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents at this time. The reported patient effect of failure to deliver mitraclip¿ to the intended site (foreign body left in the patient), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the IFU states that the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case, the off-label use (use of the mitraclip on the tricuspid valve/patient anatomy) did not contribute to any other device issue. The patient effect of foreign body in the patient appears to be a result of procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip implanted in leaflet and chordae. It was reported that this was a mitraclip procedure to treat grade 4 tricuspid regurgitation (tr). The mitraclip delivery system (cds) was advanced to the triscupid valve. Grasping was successful, the clip was placed towards the anterior/septal commissure. The cds was giving off a shadow. There was good tissue bridge seen in multiple views. The clip was deployed in what appeared to be the anterior and septal leaflets; however, after the delivery catheter system was removed, it was observed the clip was implanted on the anterior leaflet and chordae. There was no rupture of chords and the clip was well attached and stable when released. The cds moved and steered properly during the procedure. Tr was reduced to 3. There was no clinically significant delay during the procedure. No additional information was provided.